Event description:
Per the clinic, the patient developed an infection. Consequently, the device was explanted (date not reported). Additional information has been requested but has not been made available as of the date of this report.